Manufacturer narrative:
The clinician reported that there was a seven second pause in alarming for an arrhythmia event on the central nurse's station (cns). This event is considered to be a use error situation. Upon troubleshooting with the customer, it was found that the arrhythmia type was set to "standard". He was instructed on how to change the pause setting to the proper selection, which resolved the issue. There was no patient harm reported.

Event description:
The clinician reported that there was a seven second pause in alarming for an arrhythmia event on the central nurse's station (cns).